Event description:
An office manager reported 17 cases of tass at a facility. She does not believe the handpieces are the cause, but they are investigating all possible sources. In a f/u, one of the surgeons believes the source could be environmental due to the high number of affected pts. A fellow surgeon discovered that the air filters in the surgery center had not been changed as they were supposed to be. The filters have now been changed. A previous site visit was conducted and possible causes were identified. The facility continues to have tass cases and an investigation is ongoing to determine the root cause. Another possible site visit is under discussion. Add'l info has been requested. There are 17 medical device reports associated with these vents. This report is for case number 15.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been sixteen other complaints reported in the lot number, all of which are associated with this event. Add'l info was requested 02/19/2010, 02/25/2010, 03/11/2010 and 03/16/2010 by phone, fax and mail. Add'l info was received by phone and email. A completed questionnaire has not been received. (B) (4). (B) (4).